Manufacturer narrative:
Per the clinic, prior to the formation of fistula, the patient experienced a skin breakdown resulting in exposure of device (date not reported). The patient underwent a skin revision surgery to close up the incision (date not reported), however this was unsuccessful as the wound re-opened and exposed the device again (reported in initial report). During the explantation of the device on (B)(6) 2021, the wound was irrigated and treated with topical antibiotics to perform a skin revision for the closure of wound during the same surgery. This report is submitted on october 28, 2021.

Manufacturer narrative:
This report is submitted on august 09, 2021.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It was also mentioned that the patient experienced an infection (specific date not reported). Re-implantation is planned but has not taken place as of the date of this report. This report is submitted on aug 30, 2021.